Manufacturer narrative:
Please note change in report type from serious injury to malfunction due to additional information received. During use of the 5f mynxgrip vascular closure device (vcd), upon shuttling the mynxgrip device and removing the sheath from the artery, the white advancer tube did not deploy. Closure was aborted, and manual pressure held. Hemostasis was achieved under 30 minutes. There was no patient injury. The device was discarded by the hospital staff. The mynx vcd was used in a diagnostic coronary procedure. The procedure used a retrograde approach. The mynx vcd was prepped according to IFU instructions. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A 5f competitor¿s sheath was used in the procedure. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no vessel tortuosity. The user shuttled down completely and it was repeated when the white tube was not present. There was no significant resistance when shuttling down and no unusual force was applied when retracting the sheath. The device was not returned for analysis. The product history record (phr) review of lot f1831701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the product history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the 5f mynxgrip for vascular closure, upon shuttling the mynx device and removing the sheath from the artery, the white advancer tube did not deploy. Closure was aborted, and manual pressure held. There was no patient injury and the device will be returned for analysis.